Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a skin irritation caused by laying on the vest. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised the patient to take breaks for the skin irritation. Follow up indicated that the skin irritation improved.